Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the threads at the end of the instrument have broken/snapped off. The damage was reported by the sterilization department but no one is able to identify how or when it happened. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was performed. The investigation of the complaint articles has shown that: due to an unknown cause, the threads at the end of the instrument have broken/snapped off. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A review of the device history records was performed and revealed rms company manufactured the locking holding sleeve ¿ long for matrix, for synthes p/n 03.616.043, and lot number 6921274 for po 1373984. The supplier¿s certificate of compliance (dated 10/25/12) indicates the parts were manufactured to p/n 03.616.042, revision ¿d¿ and met the required specifications. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet number ns054040, revision ¿d¿ (completed 12/5/12). There were no material review reports, nonconformance reports, or complaint related issues with this complaint. Drawing 03.616.042 rev ¿d¿ was released april 18, 2012. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.